Event description:
It was reported that the tracheobronchial device was successfully deployed in the distal superficial femoral artery. It was then noted that the device/artery clotted. A thrombectomy using an angiojet was performed successfully and restored blood flow. An arterial angiogram was performed showing good flow. 24 hrs later flow was lost and surgeon performed a surgical bypass procedure. During the procedure, the dr noted that the tip from the delivery system was located in the trifurcation below the knee. This was successfully removed.